Event description:
Consumer called stating the tampons started to unravel as she removed them. The cords were still attached to the tampons, but the tampons unrolled and were completely flat. No injury was reported.

Manufacturer narrative:
Product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the tampons started to unravel as she removed them. The cords were still attached to the tampons, but the tampons unrolled and were completely flat. No injury was reported.